Event description:
The customer reported that the sys intermittently displayed collimator iris potentiometer error message during a procedure. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The fluoro functions board was replaced. The system was then found to be operating as intended.